Event description:
During an unk procedure, the clips would not hold after placing. The clips would not close completely. A vessel was slightly damaged/cut. No hemorrhage. No transfusion required. A new instrument was used. No pt consequence.